Event description:
Device 1 of 4. Reference MFR. Reports: 1627487-2013-03080, 1627487-2013-03081 and 1627487-2013-03082. It was reported the patient's scs system was explanted due to the patient experiencing his scs lead causing skin erosion at his back for 6 months. Follow-up identified the patient's scs lead had also eroded. Additionally, cultures showed positive for a staph infection. It was also reported the patient received both intravenous and oral antibiotics and the infection site looked "good" at the post-operative appointment.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.